Manufacturer narrative:
(B)(4). Additional information: date of event and explant date. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient reportedly elected to undergo explant surgery due to not wanting an implant. The recipient will not be reimplanted.